Manufacturer narrative:
The pump has not yet been received in baxter for evaluation. A follow-up report will be submitted should the device be received, and an evaluation completed.

Event description:
The facility representative reported a pump that stopped working during patient use and had to be swapped out to continue therapy. No patient injury or medical intervention was reported. No additional information is available.